Manufacturer narrative:
(Root parent) UDI incomplete field in section d, suspect medical device: if we are able to obtain the complete UDI string in the future, a supplemental report can be sent.

Event description:
It was reported that the patient experienced an episode in which the insertable cardiac monitor (icm) triggered an alarm while the patient was in bed. The patient described feeling a sudden (zap) that caused awakening, followed by an alert on the mobile pmm. The patient attempted to perform the transmission; the first attempt was unsuccessful, but the second attempt completed, during which the patient reported a "whole-body jerk" sensation. The office is arranging an appointment to explant the insertable cardiac monitor. The icm remains in service; no adverse patient effects were reported. Additional information indicated the technical service (ts) confirmed that there were no events or alerts in the system. Ts was also able to confirm that the patient was seen in clinic later the same day and there were no alerts or events either. The patient symptoms are not related to the icm.